Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and found that the teflon pad was severely worn, lifted and metal was exposed at the tip of the grasping section. The most likely cause of this type of damage is operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that towards the end of a procedure, a probe damage error was displayed and the device was then withdrawn for inspection and found no problem with the device. The procedure was then completed with the use of the same device; however, upon withdrawal of the device the tip of the teflon pad came loose. There was no patient injury reported.